Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma - late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "extracapsular rupture," "peri-implant effusions," "left axillary nodes are echogenic and likely to contain microscopic silicone."

Event description:
Healthcare professional reported patient experiencing "pain in breast," "extracapsular rupture," "peri-implant effusions," and "left axillary nodes are echogenic and likely to contain microscopic silicone." Additionally reported were "ringing in ears" and "on the left side, there is a 4 mm diameter cyst deep to the nipple" which have been deemed not related to the device. Affected side is left. The device remains implanted.